Event description:
Caller reported an error with the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to reset the pump, and the caller planned to do so and follow up if the issue continued. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.